Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery device fractured. The target lesion was located in the moderately tortuous, moderately calcified mid left anterior descending (lad). The physician attempted to direct stent the lesion with a taxus express2 8.8% 2.5 x 12 mm drug eluting stent. He was unable to deploy the stent due to resistance. Upon removal, it was noted there was a fracture on the hypotube on the proximal side of the touhy adaptor. The entire system was removed without incident. The physician then predilated the lesion with a crossail balloon, and successfully placed another taxus stent. No pt injuries or complications were reported. The pt's status is reported as good.